Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The patient was connected at the time of the alarm and had not disconnected prior to the alarm. The patient line had been properly primed, there were no patient extensions in use, the bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. The baxter technical service representative (tsr) assisted the caregiver (cg) to cycle the power of the device to se 2367 (fail safe shut down) and end therapy. The tsr advised the home patient (hp) start over with new supplies and contact their registered nurse (rn) to let rn know that the air in line alarm occurred. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.